Event description:
Pt purchased the product thermacare manufactured by proctor & gamble. After reading the instructions, pt proceeded to use the heat wraps according to the instructions. The instructions stated that pt could wear the patch for up to 8 hours. After wearing the wrap for two hours they removed it only to notice that they had been burned in three areas on the back.